Event description:
It is reported that upon impaction of the stem, the medial posterior neck was cracked. The stem was over inserted and the surgeon had to remove the stem and then place 2 cable wires around the proximal femur so as to not extend the fracture.

Manufacturer narrative:
Evaluation summary: the patient had previously undergone a right hip surgery, including a greater trochanteric osteotomy for a trochanteric overgrowth and acetabular reconstruction. Surgical technique instructs to press the implant down the canal by hand until it will no longer advance, and then use the stem impactor and mallet until the prosthesis is fully seated or will no longer advance. If the implant is not advancing before being fully seated, it should be removed and the femoral canal should be re-rasped. It is likely that user error, in combination with the patient's pre-existing medical history has contributed to the event described. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.